Event description:
It was reported that; a CT scan of the patient was done on (B)(6) 2016 with no hardware abnormalities. On (B)(6) 2016 another CT was performed and a determination was made to perform an ind and adjust a screw that was placed lateral at l4. When the patient was opened all of the set screws on the right side were loose with one floating in the wound. Also, the actual screws on the left side of the construct were essentially floating. The bone appeared to be infected and seemed mushy. Several of the screws pulled out. All hardware was removed and the patient was closed.

Manufacturer narrative:
Method: risk assessment. Results: the customer reported event could not be confirmed because the device was not received back for evaluation despite multiple follow ups. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: no further investigation for this event is possible at this time as no devices and insufficient information was received.

Event description:
It was reported that; a CT scan of the patient was done on (B)(6) 2016 with no hardware abnormalities. On (B)(6) 2016 another CT was performed and a determination was made to perform an ind and adjust a screw that was placed lateral at l4. When the patient was opened, all of the set screws on the right side were loose with one floating in the wound. Also, the actual screws on the left side of the construct were essentially floating. The bone appeared to be infected and seemed mushy. Several of the screws pulled out. All hardware was removed and the patient was closed.